Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure where the patient was in surgery for scoliosis correction on (B)(6) 2013; the tip of the screwdriver broke. It was also reported the fragments from the broken device were retrieved; and where the event did cause a delay in procedure, but where the surgeon was able to complete the procedure with a backup device. No further information is available. This report is for a screw driver shaft t25 f/urs. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Manufacturing and inspection records indicated no problems with the lot in question. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use.